Event description:
During a coil embolization of ic-top for the treatment of subarachnoid hemorrhage (developed the prior to the procedure), severe resistance was noted when the enterprise vrd (enc453712/10041664) was inserted into a prowler microcatheter (lot# and other details unknown). It is unknown where exactly the enterprise met resistance. The enterprise system was safely removed and was replaced with a new one (enc452812/100511160). After successfully placing the new enterprise (enc452812/100511160), coil embolization was performed. However, 30 minutes later, the patient developed cerebral infarction in middle cerebral artery. Action taken was a balloon angioplasty (gateway 2.0x9mm and 2.5x9mm/stryker) and stent placement (minivision 2.25x12mm/abott) in the mca. Although the physician managed to temporarily recanalize the mca, CT on the following day revealed cerebral infarction in mca. The patient also developed paralysis associated with cerebral infarction and she has been undergoing surgical cerebral decompression. Constant fluoroscopy was performed at all times and a jailed technique was used for the procedure. After the coils were place, no coil or coils protrude from the target aneurysm. No thrombus was present during initial angiography at the site or distal to the enterprise system, and no complications occurred during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position. A cd copy of the procedure is not available. According to the physician, the relationship of the event to the enterprise vrd was highly probable.

Manufacturer narrative:
The patient with a pre-procedure subarachnoid hemorrhage underwent stent assisted coil embolization of an internal carotid-top aneurysm. Severe resistance was noted with the enterprise vrd (enc453712/10041664) was inserted into a prowler microcatheter (lot # and other details unknown). It is unknown where exactly the enterprise met resistance. The enterprise system was safely removed and was replaced with a new one (enc452812/100511160). After successfully placing the new enterprise (enc452812/100511160), coil embolization was performed. However 30 minutes later, the patient developed cerebral infarction in middle cerebral artery. Action taken was a balloon angioplasty (gateway 2.0x9mm and 2.5x9mm/stryker) and stent placement (minivision 2.25x12mm/abbott) in the mca. Although the physician managed to temporarily recanalize the mca, CT on the following day revealed cerebral infarction in mca. The patient also developed paralysis associated with cerebral infarction and she has been undergoing surgical cerebral decompression. Constant fluoroscopy was performed at all times and a jailed technique was used for the procedure. After the coils were placed, no coil or coils protruded from the target aneurysm. No thrombus was present during initial angiography at the site or distal to the enterprise system, and no complications occurred during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position. According to the physician, the relationship of the event to the enterprise vrd was highly probable. Prior to use, no defects (kink, bends etc) were noted on either the mc or the enterprise by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. After the event, the same microcatheter was not used to complete the procedure, instead an excelsior 1018 was also utilized but unknown when it was replaced from prowler. A constant and dedicated saline source was utilized and maintain through the microcatheter. The patient medical history was unknown. No information regarding the characteristics/size of the aneurysm. The parent vessel was not calcified and not tortuous. Other than that there was information regarding the characteristics/size of the parent vessel. The modified rankin scores are not known. There is no information regarding antiplatelet therapy. No information regarding inr, pt, ptt or the occlusion rate of the aneurysm. No information regarding the devices utilized during the procedure including coils. No further information is available and procedural images are not available. Note: lake region lot number 10051160 which is cordis lot number 10051160. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10051160. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise remains implanted. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries or the aneurysm. Pharmacological and clinical factors including this patient's pre-procedure presentation with a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. The instructions for use cautions that the use of the enterprise vascular reconstruction device in patients in whom antiplatelet and/or anticoagulant therapy is contraindicated and could result in a higher risk of thrombosis. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Prior to use, no defects (kink, bends etc) were noted on both the mc and the enterprise by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. After the event, the same microcatheter was not used to complete the procedure, instead an excelsior 1018 was also utilized but unknown when it was replaced from prowler. A constant and dedicated saline source was utilized and maintain through the microcatheter. The patient medical history was unknown. No information regarding the characteristics/size of the aneurysm. The parent vessel was not calcified and not tortuous. Other than that there was information regarding the characteristics/size of the parent vessel. Mrs was unknown. There is no information regarding antiplatelet therapy. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. No information regarding the devices utilized during the procedure including coils. No further information is available and procedural images are not available. The product remains implanted. Additional information will be submitted within 30 days of receipt.